Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. Implant dropped into the food bowl (no pain). Patient assures me that he did not bite on the healing screw. No clinical/radio sign at the post-pose check on (B)(6) 2026. Mobility (according to the patient 7 days before).